Event description:
It was reported through a service report that the fowler motor was drifting. Additionally, a power issue is related to the left siderail. No adverse consequence reported. No injury reported.